Event description:
Delay in patient care. The implantable device was contaminated with an oily substance when opened on sterile field. Rep had to leave and get another device that resulted in a delay in care. The device did not reach the patient.